Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the electronic patient gas system (epgs) to lab use only (luo) testing equipment. He observed 'oxygen (o2) sensor out of range at cal' events in the log data. The epgs then failed calibrations during testing and it was found that the o2 sensor output was too low causing the calibration failures. The epgs passed calibration when a luo sensor was installed. It was determined that the o2 sensor did not operate as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an oxygen (o2) analyzer 'calibration failure' message. The unit was rebooted, and a second calibration was attempted but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.